Event description:
The patient reported for the last two weeks he has experienced three 04 (occlusions) alarms and elevated blood glucose at 500 mg/dl. The patient's normal blood glucose range is 160 to 165 mg/dl. The patient reported symptoms of dry mouth, frequent urination and feeling lousy with his elevated blood glucose. The patient was able to clear the occlusions and gave himself a bolus to bring his blood glucose down during the three incidents. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.